Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the exact cause of the chordae tendinae rupture and mitral valve surgical repair is unknown. However, it is possible that the guidewire entanglement in the mitral sub-valvular apparatus may have caused or contributed to the event. Additional information is not forthcoming (the facility declined to provide additional information). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, approximately one week or so post, a transapical tavr, the patient expired. Balloon valvuloplasty was not performed. It was not possible to advance the ascendra+ delivery system into the annulus because the guidewire was entangled in the chordae tendinae. The delivery system and the guidewire were retrieved. The guidewire was re-inserted and the delivery system was able to be advanced. The procedure was completed without further issues. Following the procedure (exact date is unknown), it was revealed that the chordae tendinae was torn and mitral regurgitation was observed; it was decided to monitor the patient. Within one week after the tavr, the patient underwent surgical repair of the mitral valve; the exact date and reason for the surgery is unknown. The patient passed away the day after the surgical procedure. The cause of death was not provided; however, per report the physicians think that it ¿was caused by the chordae tendinae tear during the tavr.¿

Manufacturer narrative:
Additional information was received through the (B)(4) e post-marketing surveillance reporting system: the postoperative mild mitral regurgitation (mr) worsened to severe on postoperative day (pod)-2. A complete av block (cavb) and multiple organ failure (mof) also developed on the same day. The patient then underwent a ¿mitral valve repair¿. On pod-8, the patient expired due to ¿progression of the mof¿. No comment or treatment for the cavb was reported. Per the instructions for use, cardiac failure, respiratory failure, heart failure and renal failure are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. Multi-system organ failure is the failure of two or more organs. It can result from an infectious process (sepsis), injury (accident, surgery), hypoperfusion or hyper-metabolism. In operative and non-operative patients sepsis is the most common cause. In this case, the cause of the reported multiple organ failure post tavr procedure and subsequent death 8 days after the implantation of a sapien 3 valve is cannot be determined; but there is no information to suggest a manufacturing non conformances contributed to the event. It is unknown if the multiple organ failure was related patient co-morbidities, as the facility declined to provide additional information for this patient. However, the complications experienced during the tavr procedure may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.